Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed only a flat-line. Complainant indicated that there was no patient involvement in the reported malfunction.